Event description:
The stent (subject device) was returned for analysis, and it was discovered that the delivery wire was broken/fractured during use. The subject stent was also prematurely deployed and broken/fractured during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was received deployed within a stryker catheter at the proximal end. The stent delivery wire (sdw) was returned, the introducer sheath was not returned. The catheter was noted to be intact. The microcatheter was cut in order to retrieve the stent. The distal end of the stent was retrieved from the catheter. The proximal end was not returned. All 3 marker bands were present on the distal end of the stent. The sdw was broken/fractured at the distal end of the proximal bumper. The distal tip was not returned. The sdw was kinked/bent at the proximal end. A functional inspection was unable to perform as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported codes 'stent difficult/unable to advance or pullback through catheter' and 'stent difficult/unable to transfer' could not be replicated as the stent was no longer loaded on the stent delivery wire (sdw). However, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure, and the patients anatomy was described as 'highly tortuous'. When asked if excessive force was applied at any point while advancing the stent within the microcatheter, the user answered 'yes, as there was difficulty during advancement'. The stent was returned for analysis deployed inside the proximal end of a stryker microcatheter. It was necessary to cut the microcatheter in order to retrieve the stent. The stent was broken/fractured and only the distal end of the stent was present. It is not clear what had happened to the proximal end of the stent. The stent was also noted to be deformed. The stent delivery wire (sdw) was noted to be broken/fractured at the distal end of the proximal bumper. The introducer sheath was not returned for analysis. The most likely explanation is that the introducer sheath was initially set up correctly as was reported in the gfe (good faith effort) responses. However, it subsequently moved either proximally or distally prior to stent advancement out of the sheath. It is not possible to decide which direction the movement was in as the sheath was not returned for analysis. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap (caused by proximal sheath movement) or the stent would become damaged as it passes through the deformed distal tip opening of the sheath (distal sheath movement). The user would experience increased resistance during attempts to advance the stent into the microcatheter lumen. Upon realizing this (through increased resistance), the user normally attempts to withdraw the stent. During this action, and particularly if there is significant friction between the stent and the lumen of the microcatheter, there is significant manipulation of the sdw. This is likely to be the reason for the sdw becoming broken/fractured and the stent also becoming broken/fractured in this instance. This is the most likely explanation for the damage/observations noted during analysis and the information provided in the event description. An assignable cause of procedural factors has been assigned to the as reported 'stent difficult/unable to advance or pullback through catheter' and 'stent difficult/unable to transfer' and as analyzed codes 'stent deployed prematurely during use', 'stent deformed', 'stent broken/fractured during use', 'sdw broken/fractured during use', and 'sdw kinked/bent', as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.